Event description:
It was reported that a drop in battery longevity was observed. Patient was asymptomatic. A remote transmission in (B)(6) 2016 showed an expected longevity of 1.3 years. Four months later, a remote transmission showed an expected longevity of 2.6 months. The cause of the discrepancy in the programmer's estimation of remaining longevity was not determined.